Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units to continue through the load process. The customer used a new cartridge and was successfully able to complete the load. There was no reported impact to the customer's blood glucose level.